Event description:
A valiant thoracic stent graft was implanted in the patient for treatment of a 150 mm thoracic dissection. Aneurysm and vessel morphology at the time of implant was not reported. Currently the diameter caudal to left carotid artery is 32 to 33.4mm and the diameter proximal to left subclavian is 34.1 to 34.3mm. The aorta measures 35/36 at the lca. During followup a CT identified a type ia endoleak. The physician noted that the lsa should have been covered as there is not adequate seal. The physician performed an intervention where a 40x100mm device was successfully implanted and the type ia endoleak was resolved. No additional clinical sequelae were reported and the patient is doing fine. The review of returned cta¿s from 3-months post-implant confirmed that a single valiant stent graft was implanted from just distal of the lsa, extending distally into the mid-descending thoracic aorta. There is contrast seen on the anterior of the stent graft just distal to the lsa from a possible proximal type I endoleak or retrograde filling from the dissection. The proximal stent graft od is 31mm and the max diameter at the dissection/endoleak is approximately 41mm. The distal stent graft od is 30mm. The stent graft is patent and no other issues are seen. The cause of the endoleak/retrograde filling is unknown. Pre-implant and earlier post-implant images were not available for review.

Manufacturer narrative:
(B)(4).